Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with cooley sternotomy spreader. According to the customer description the retractor not easily cranking (turning) open once in place to retract. Aesculap repair tech worked on these to try, and resolve issue; surgeon continued to complain, and then refused to use them. There was no patient harm. The malfunction occurred during an open-heart procedure. Additional information was not provided, nor available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00336 (400477711 - fb850r); 9610612-2020-00337 (400477710 - fb850r).

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00336 (400477711 - fb850r). 9610612-2020-00337 (400477710 - fb850r). 9610612-2020-00733 (400489058 - fb850r). The friction marks found at the crank handles as well as on the drill holes were most likely caused be an insufficient maintenance of the devices. To avoid metal seizure and friction marks, the instructions for use must be observed. According to the 8d report no CAPA is necessary.

Event description:
Update: the sales representative reported that there is a handle on the device that cranks the spreader open to expand the patient's rib cage open during the procedure and that handle was getting stuck and was requiring too much effort to open the device. The device was having difficulty as there was resistance in the retractor. Despite to effort needed to open it the device did perform its intended function. There was no harm to the patient and no significant delay other than the time required to expel additional effort to get the device to retract. Only one of the device did not perform as expected in a procedure. As the other devices were exhibiting the malfunction during testing the hospital account returned them all for investigation.